Manufacturer narrative:
Section a2,a3b, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: first name: unknown/not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The report indicated that upon the insertion of a multifocal intraocular lens (iol) into a patient's eye, the surgeon observed a crack in the lens. He was uncertain whether the crack was caused by the folding process, the cartridge used for insertion, or a defect in the lens itself. Additional information suggests that no interventions were needed and the same model and diopter were successfully inserted. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: feb 03,2024 section h-3: device evaluated by manufacturer: yes device evaluation: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Visual inspection was performed on the suspect product and found the lens was received cut in half, coated in viscoelastic, and the halves were stuck together. The lens was cleaned and presented with damage to the optic body. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.